Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support that a fluid leak occurred during their pd treatment. Prior to discovery of the fluid leak, the patient received an air detected in cassette during the first cycle. The patient ended treatment and found fluid leaking out of the cycler when they removed the cassette. The cause for the leak was unknown. The technical support (ts) representative advised them to discontinue use of the cycler; a replacement cycler was issued to the patient. The patient completed treatment by performing a manual exchange. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, the patient was prescribed prophylactic antibiotics and had a culture done. The culture came back negative. The patient took 1 g vancomycin and 100 mg gentamicin, both via intraperitoneal (ip) administration. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cassette used by the patient was not reported to be available for evaluation. The old cycler was picked up and returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.